Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a chemo lock bag spike with clave additive port where it was reported that the chemo spike adapter was malfunctioning across multiple lots. The spring remains engaged after circle priming which has resulted in chemo spills as well as incomplete doses of chemo. There was patient involvement, and no harm reported. This event captures the third of three incident dates provided.